Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, upon opening the package for a laparoscopic cholecystectomy, they found the upper part of the obturator disengaged. The event occurred prior to the procedure and the procedure was completed with another device.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one device. The trocar was received with the cap broken off. Evidence of a poor weld was noted. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. A process improvement has been implemented to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Manufacturer narrative:
(B)(4).